Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 153 mmol/l. 1st repeat result: 145 mmol/l. 2nd repeat result: 145 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The preventive maintenance was due on sep-2023 and it was pushed back due to other issues. The customer stated that they had qc and calibration failures due to ise noise errors. On 09-feb-2024 the field service engineer (fse) replaced the syringe seals, the pinch tubing, the sipper nozzle and tubing, the vacuum nozzle, and the solenoid valve. He then performed ise wash and changed the electrodes. He primed and performed ise check and it was acceptable. Noise and ise calibration errors were still available. On 15-feb-2024 the fse re-visited the site and replaced the sipper line, the pinch valves, and the diluent nozzle. He then primed and performed ise check and it was acceptable. The ise performance was verified by performing calibration, qc, and testing patient samples and they were all successful. The root cause was due to leakage/seal. The service actions (replacing the sipper line, the pinch valves, and the diluent nozzle) resolved the issue.